Event description:
It was initially reported that in the beginning of (B)(6) 2012, the patient's phlegm increased, and due to glossoptosis, the patient experienced respiratory depression. The patient was hospitalized due to the respiratory depression. On (B)(6), it was noted the patient's blood concentration of phenobal was elevated, so the dose was adjusted. The patient's respiratory depression worsened during the night on (B)(6) and the patient was re-hospitalized. The patient's condition was fine while he was awake, however, when asleep his breathing became shallow. During a pump refill on (B)(6) 2012, the patient's mother informed the hcp that the patient had been admitted and released from the hospital. Phlegm was abundant, however, the patient had no fever, no abnormalities with the crp, and the lungs were clear. Because the dosage of 220 mcg/day had been maintained since (B)(6) 2011, the hcp did not believe there was any relationship of the event to intrathecal gabalon. The hcp considered increasing the dosage, but instead decided to reduce the amount and monitor the patient's condition. If the patient's condition worsened after reducing the amount, the amount could be adjusted at any time. Patient was on other drugs namely, dantrium, phenobal, symmetrel, cercine, benzaline, periactin. It was later reported that the patient dose of gabalon (0.2%) was approximately between 50 mcg/day and 220 mcg/day from (B)(6) 2010 to (B)(6) 2012; and from (B)(6) 2012 the dose had been 200 mcg/day. The patient had also received physical therapy. At that time the patient's breathing became shallow at night, oxygen saturation was directed to be reduced. An attempt was made to reduce the patient's phenobal dosage, but "failed to recover" was indicated. When the gabalon dosage was reduced, lower limb spasticity increased, but respiration condition did not improve. An obstructive pathological condition was suspected, and the phenomenon was determined as not being due to gabalon. The patient's respiratory disorder, with an onset of (B)(6) 2012, was considered as having been severe. Both drug and drug therapy intervention was required; and as of (B)(6) 2012 the patient had not recovered from the respiratory disorder. The adverse event was noted as not having been related to the drug, device system, or procedure. The patient did not experience overdose, withdrawal symptoms, or resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted: unk, explanted: unk.